Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. No frozen screen during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons had no response and time was not visible. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was reported that the cannula was bent and insulin was frozen. The insulin pump will be returned for analysis.